Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he took the battery out of his insulin pump and is getting a battery out limit alarm on the insulin pump. Customer was explained that it is normal if the pump has been without a battery for more than 10 minutes. Customer was putting in a new battery when he got a failed battery test alarm on the pump. Customer had to rewind and prime the pump to retrieve the settings. Customer then got a no delivery alarm. Customer was not able to get out of the no delivery loop to retrieve his settings. Customer stated that he will just return it and was requesting to be sent new batteries.